Event description:
Patient was implanted with locking condylar plate and locking screws (unknown quanity) at the distal femur on an unknown date. Patient was returned to the or on (B)(6) 2012, for removal of hardware. The patient presented to the surgeon with a non-union/mal-union. The surgeon decided to remove the hardware, clear any infection (if any) and perform a total knee. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.